Manufacturer narrative:
Per customer, qc has been a little imprecise recently, but not out of specifications.the customer changed the glucose electrode, but that did not resolve the issue and a field service engineer (fse) was dispatched: a) the fse replaced the glucose module reagent pump. B) precision testing performed after the pump replacement was acceptable.the root cause is unknown at this time, the pump is being returned for investigation. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained falsely low glucose results for two patients. The results were not reported out of the lab.the original specimens were re-tested and higher results were obtained for both patients. A) the repeated results were reported out of the lab. Patient treatment was not affected in connection to this event.